Event description:
Revision surgery was performed due to stem loosening about 1 year and 1 month after the primary surgery. Metal cerclage came into contact with the stem causing abrasion. Cercagle was used to fix a femoral fracture that occurred with competitor components (the patient had a primary surgery with competitor's components).

Manufacturer narrative:
Batch review performed on 28 june 2024. Lot 2115443: (B)(4) items manufactured and released on 02-feb-2022. Expiration date: 2027-jan-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved: batch review performed on 28 june 2024. Stem: m-vizion 01.22.401 proximal body ø20mm l 40mm std with holes (k201471) lot 2207732: (B)(4)items manufactured and released on 31-oct-2022. Expiration date: 2027-sep-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta hip r&d project manager: it is confirmed that the distal stem has signs of abrasion at the proximal portion, caused by a metal cerclage wire that was directly in contact with the stem. No obvious causes of stem-related loosening could be identified, most likely the previous femur fracture may have compromised stem osseointegration or the metal cerclage was not stable (preventing bone healing). No additional investigation is needed.